Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was determined that the app crash alert was related to the mobile application. No product was provided for evaluation. Data was evaluated and the allegation was confirmed/not confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.